Event description:
During an ex femoral retrograde nailing procedure it was discovered that the sterile packaging contained the wrong screw length. The package was labeled incorrectly. It is reported procedure was delayed by approximately 5 minutes while surgeon opened another package, obtained the correct size screw, and completed the procedure with no further problems. No harm to the patient was reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. DHR was reviewed with no complaint related anomalies noted. A single screw was provided with the subtask associated with this complaint. Also provided was the packaging for this screw. The packaging is marked as 04.005.550 which is a 5.0mm ti locking screw, 60mm long. The screw provided is 74mm long. It is of the same family of 5.0mm screws, but is the wrong length. A CAPA has been opened to address this issue.